Manufacturer narrative:
The customer 's complaint that the tubing set leaked could not be confirmed because the product was not returned for failure investigation. The customer provided a photo of the set with fingers holding the silicone pumping segment near the upper fitment indicating where the customer experienced the leak. However, the leak could not be confirmed based on the photo. The root cause of this failure was not identified.

Event description:
It was reported that the tubing set leaked at the upper fitment during a normal saline infusion infusing at a kvo rate on an adult patient in the outpatient clinic. The customer later stated that there were no adverse effects caused to the patient from the event.